Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic procedure, the device fired successfully for the first two firings. It was noticed that the third reload cartridge was damaged. The device was loaded with the fourth cartridge which was the third firing. It is unknown if the device was swished in saline before being loaded. The device was fired on lung tissue, it was noticed on the reload that there was a little piece of yellow plastic. The device fired to about 95% of the fourth stroke and then locked on tissue. Another device had to be used to cut the locked device off along with more lung tissue than anticipated. The second device was used to complete the procedure. The patient is fine. (B) (6).

Event description:
The information received from the field states that the dial portion of the smart control, iliac 8x100ml stent delivery system, did not work. The physician rotated it forty times and it still would not deploy. The physician had to manually use the slide bar which caused the stent to move during deployment which caused the stent to be placed slightly proximal to its intended location.

Manufacturer narrative:
(B)(4). Jammed knife, cartridge pan the analysis results showed that a (B)(4) was received instead of an (B)(4). The device was returned with the anvil closed and with two reloads present. Reload (a) was received fully fired. Reload (b) was received, unfired, with the pan partially dislodged, and several drivers missing. No functional test could be performed due to the conditions of the device. The device was disassembled to verify the internal components it was noted that the knife was not returned all the way to the home position. The tube was disassembled and cartridge reload was removed from the device. Upon further inspection of the device, several cartridge drivers were found lodged in the cartridge knife slot and anvil preventing the knife from returning completely and the anvil from opening. No conclusion could be reach on what caused the pan to partially detach and drivers to fall from cartridge b. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any objects and formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.